Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery could not be charged despite using multiple usb cables, wall adapters and power sources. Customer's blood glucose (bg) level was 600 mg/dl with moderate ketones. Bg was addressed by administering a manual injection and drinking water. Cause of the elevated bg was unknown. Reportedly, the customer had manual injections as alternate insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged battery issue was verified and the high bg could not be verified. However, a different issue was identified.